Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. According to the patient, on approximately (B)(6) 2024, the patient experienced extreme weakness, had to lie on the floor, and eventually experienced loss of consciousness. When the husband came home and found the patient, the cgm was reading low at that moment. Although her cgm was reading low when her husband came home, the patient did not know what the cgm reading was at the time of the loss of consciousness but stated, she believes that the cgm would have been inaccurate. The husband treated the patient with a glucagon injection. The patient ¿stayed down¿, and an ambulance was called by the husband. When a temperature check was done, the temperature was 30 degrees celsius. The patient was brought to the hospital and was given another glucagon injection. The patient was discharged after spending less than 24 hours at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
D4: primary UDI number - additional. H2: additional information.

Event description:
Subsequent to the initial MDR, a correction or additional information is required.